Event description:
The physician had intended to use a 7x120 mm everflex entrust self-expanding stent to treat a moderately calcified lesion in the mid left sfa. The lesion was 110 mm in length with 80% stenosis. The artery diameter was 6 mm with no tortuosity. The device was prepped as per the IFU. There was no damage noted to the packaging and the box was fully intact. A 6 french non-medtronic sheath and a 0.035" non-medtronic guidewire was used in the procedure. No embolic protection was used. The lesion was pre-dilated with a 5x120 admiral device. The physician did not experience resistance during advancement and excessive force was not used. It was noticed under fluoroscopy that the stent was not 120 mm in length and the stent was removed from the patient without being deployed. The box that the device was housed in had indicated a 120mm stent however the stent was 60 mm in size. Another 7x120 mm everflex entrust device was opened and deployed. No patient injury was reported.

Manufacturer narrative:
Device evaluation summary: the stent received for investigation measured approximately 60mm. The printed strain relief and pouch label indicate that the entrust stent delivery system should contain a 7mm by 120mm everflex stent. Review of the manufacturing schedule revealed that a 7mm by 60mm lot was manufactured just prior to the manufacture of a476301 (7mm by 120mm). A manufacturing investigation revealed that the most likely step in the manufacturing process were the swap could occur was at tip form/trim. A single photographic image was received with the initial reported event. The image included the shelf carton with shelf carton label, stent delivery system with the printed strain relief turned to be readable, and a stent next to a radiopaque ruler. The shelf carton label and printed strain relief indicate that the entrust delivery system should deliver a 120mm stent. The stent when measured against the radiopaque rule it rests on indicates that it is a 60mm stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.